Event description:
The manufacturer received information alleging that the screen did not display during a test run. There was no harm or injury reported. The device was not in patient use. During an operational check, the issue that the screen was not displayed and was unable to read the displayed content was duplicated. It is determined that this issue was caused by a malfunction of the lcd. The device¿s lcd display was replaced to address the issue.